Event description:
It was reported by the nurse manager that the stirrup would release and not lock into place. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as further investigation determined this is a duplicate of medwatch MFR report #0001831750-2013-01937.

Event description:
It was reported by the nurse manager that the stirrup would release and not lock into place. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.